Manufacturer narrative:
Additional information. Analysis of the submitted log file confirmed a pump stoppage event; however, a specific cause for this event could not be conclusively determined through this evaluation. The report of damage to the external portion of the patient¿s driveline could not be confirmed through this investigation as heartmate ii lvas, serial number (B)(4), remains in use and no photographs showing the cosmetic damage were submitted for review. Furthermore, a direct correlation between heartmate ii lvas, serial number (B)(4) and the reported events could not be conclusively established through this investigation. The submitted log file contained data from 21dec2018 through 26jan2019. The pump¿s fixed speed was set to 9400 rpm and the file captured normal pump behavior until 24jan2019 at 3:03:40 pm. At this time, the file captured a low speed event which resulted in a pump stop while the patient was connected to battery power. Two motor stopped alarms were captured and the abnormal pump operation was associated with low speed advisory/hazard, low flow hazard, and low speed operation alarms. A specific cause for this event could not be conclusively determined through this evaluation. Excluding the pump stop event, pump power, estimated flow, and average pi typically ranged from 4.7-7.3 watts, 3.5-7.9 lpm, and 4.2-7.2, respectively, and the pump operated above the low speed limit. No other atypical events were captured and the pump appeared to function as intended. The heartmate ii lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document also outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate ii lvas IFU addresses how to care for the driveline as well as damage due to wear and fatigue of the driveline. The patient remains ongoing on heartmate ii lvas, serial number (B)(4), and no further events have been reported at this time. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device is 5 years and 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient was admitted to the hospital due to edema in his legs. The edema resolved after the patient's diuretics were increased. While reviewing log files a brief pump stop was observed. The patient was asymptomatic regarding the pump stop. No further information was available.

Manufacturer narrative:
Section event: additional information.

Event description:
It was reported that the patient was admitted to the hospital with symptoms of epistaxis and overhydration. Per the account, that patient is doing fine, it was mentioned there may be a possible pump exchange in the future but no decisions have been made.